Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mnbg, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported via a manufacturing representative that their body rejected the device a couple months after it was put in so the device was removed.